Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016 lay user/ patient contacted lifescan (lfs) and alleged their one touch veriopro meter was powering off during use. The complaint was classified based on the customer care advocate (cca) documentation. The cca was advised by the patient that at on unspecified date and time, during (B)(6) 2015, the meter was powering off during use. The patient stated he manages his diabetes with insulin (self-adjuster). The patient confirmed that he did not make any changes to his usual diabetes management regimen in response to the alleged product issue. The patient claims he developed symptoms of "shivering attack" approximately 15 minutes after the product issue. The patent alleged self-treatment with insulin (novorapid penfield, 8 units) at an unspecified date during (B)(6) 2015 at 7pm. At the time of trouble shooting, the cca confirmed this was not the first time the product was being used, and meter did not require a new battery, there was no misuse of the product and the cca walked through a troubleshooting with the patient and the issue was not resolved. This complaint is being reported because the patient allegedly developed symptoms suggestive of a serious injury after the alleged issue began.